Manufacturer narrative:
7/24/1998: h6 - final device analysis revealed no device failure, no anomaly found. Infusion rate last programmed in the device was verified at 37c body temperature with 17 ml reservoir volume dispensed.

Event description:
Information received from forign reporter of device exhibiting "periodic signs of underinfusion, documented." Explanted device was returned to manufacturer for analysis.